Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 26-jan-2013, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the next refill date was scheduled for (B)(6) 2024, but their healthcare provider (hcp) called to inform them that, due to the hurricane, the only manufacturer of dilaudid for the pump located on the west coast of florida has been destroyed. The patient stated that because of this, they added saline to the pump. The patient mentioned that they have been with this doctor since 2011 and have gone through this with them before and gotten to withdrawal, but they are much older now and did not want to do that because it was horrible and they were in pain. The patient mentioned that they went to north carolina for the pump medicine before and had 'no problem.' They had their pump replaced in april with a smaller pump because they used to be doubled the weight, they are now so they had to get the pump refilled every two weeks. The patient stated that they have issues with the pump and the catheter. The agent redirected the patient to a healthcare provider (hcp) and offered physician listings. The call became escalated. The patient later agreed to be emailed physician listings. Due to patient's escalation, the agent did not inquire further about current pump, catheter issues, nor confirm that current pump was replaced due to normal battery depletion or not.